Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased and the cause of death was thought to be due to ventricular arrhythmia. It was also reported the lead and device displayed under-sensing, there was a detection device problem, and there was a question of ¿cross talk.¿

Event description:
Additional information was received reporting there were no allegations of device or lead relatedness to the death by a health care provider.